Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 303 mg/dl and 420 mg/dl associated with bent cannulas. Customer declined troubleshoot for high blood glucose. Customer treated by changing the set, testing for ketones, and bolusing with the insulin pump. Insulin pump will not be returned for analysis.